Event description:
It was reported that the left ventricular (lv) lead had high threshold after one month of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was extrinsically cut but not breached. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst comment electrical test result was within specification. Visual inspection was found outer insulation cut and blood was ingressive. The insulation breach likely did contribute to the electrical complaint. And it appears to have been caused at the implant. Concomitant products: 3830 implantable pacing lead, implanted: (B)(6) 2013; 6947m implantable tachy lead, implanted: (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).